Manufacturer narrative:
Evaluated 1 open/used reservoir (.8 clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per bolus and basal test; no leakage anomaly was found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks. The customer reported blood glucose value of 24.2 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a. Troubleshooting was performed and customer reported high blood glucoses, reservoir leak. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-332a was requested and customer response was the device will be returned.